Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the electrosurgical generator exhibited error e486 in the error log. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, possible causes include: 1. No instrument connected 2. A defective instrument or cable has been connected 3. A non-compatible instrument/cable has been connected 4. Activation of the esg-400 within 2 seconds of connecting the instrument 5. There is a hardware error on the motherboard however, the error causing component and root cause was not identified. Olympus will continue to monitor field performance for this device.